Event description:
Procedure type: myomectomy. According to the reporter: the device was used as an umbilical port. The balloon exploded at when 25ml of air was injected by syringe. A new device was opened and used to complete the procedure. No bleeding occurred. No tissue damage occurred. Nothing fell into the patient cavity. There was no harm to the patient.

Manufacturer narrative:
(B)(4).